Manufacturer narrative:
This system was used for treatment. A review of kit lot c904 was reviewed and there were no non-conformances related to this complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for leak centrifuge alarm and tubing leak. No trend was detected for leak centrifuge alarm or tubing leak. No corrective and preventive action was initiated for complaint categories leak centrifuge alarm or tubing leak. A review of the customer supplied photographs confirmed the bowl connector disengaged. Review of the returned photographs was unable to determine a root cause of the blood leak. No manufacturing related defects were confirmed during the evaluation. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
A distributor reported via email that there was a blood leak at the centrifuge bowl outlet tubing. This issue occured during the first cycle of the treatment and a blood leak alarm was reported. The treatment was aborted. The customer has submitted photos for investigation.